Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose (bg) level was "high" (specific bg value was not provided); cause was unknown as multiple attempts were made by tandem technical support to reach out to the customer regarding the high bg. The customer reverted to an alternate method in insulin therapy.